Event description:
It was further reported that target leison 1 was 55mm long with no residual stenosis after stent placement. Per cardiac catheterization report the day of the procedure, the distal rca stents also covered the mid rca lesion and the proximal rpl1 narrowing, the rpda was "jailed" by the rca/rpl stent. During the procedure balloon angioplasty was also performed to the rpda and the rpl1. One hundred five days after the initial procedure, the pt presented with retrosternal left sided chest pain, shortness of breath and sweating. The ECG showed normal sinus rhythm without acute changes, a "probably insignificant" q-wave, and poor r-wave progression. The pt was referred for cardiac catheterization. Right coronary angiography at that time revealed 70% mid stenosis of the rca. There was 20% in-stent restenosis of the previously placed distal stent and 70% stenosis of the distal stent edge at the av groove. The mid rca was treated with placement of a 2.5 x 8 mm taxus stent with no residual stenosis. The pt was discharged the next day on continued plavix and aspirin.

Event description:
Same case as #6000093-2005-01079. It was reported that 105 days after a coronary artery drug eluting stenting procedure the pt required a target vessel reintervention (tvr). The lesion being treated in the index procedure was a 2.75mm, 100% stenosed portion of the distal right coronary artery (dist rca). The physician treated the lesion with predilatation and successfully placed two taxus express2 8.8% 2.75x32mm drug eluting stents in the target lesion, with a 3mm overlap. There were no complications. The pt was discharged the next day on plavix and aspirin. After the procedure, the pt required a reintervention and the physician placed a taxus express2 drug eluting stent in mid right coronary artery. The pt was discharged the next day. In the opininon of the physician the relationship of the tvr to the taxus stent is probable and there was no restenosis of the taxus stent.